Event description:
Reportedly, during the implantation of the ICD involved in this MDR report, the defibrillation tests (dft) failed: multiple attempts to induce ventricular fibrillation (vf) with shock on t or with 30hz pulses failed. As the pt was in atrial fibrillation (af), a manual shock was successfully delivered and terminated the af. Further attempts to induce vf were unsuccessful even with the new programmer. Finally, a vf was induced bit reduced with an external shock because no shock was automatically delivered within a time-frame of 20 seconds. The device was not implanted and returned for analysis. Another device was implanted and the dft tests were successful.

Manufacturer narrative:
January 18,2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym fr crt models approved under p060027. Analysis is pending.